Event description:
Pt known to have descending thoracic aneurysm. Patient recently developed aortic intramural hematoma with partial rupture--blood in left chest. Attempt was made to treat worsening aortic situation through the use of thoracic aortic stent-graft deployment. The devices used were from w.l. Gore & associates--the tag stent-graft system. Patient taken to operating room. Two devices were deployed without incident. These were implanted first into the distal aorta and then into the proximal descending aorta-building from bottom up-. A third device was needed to extend the repair proximally to the left common carotid artery. This device was introduced and advanced into position without difficulty. The graft was then released from the delivery catheter in the usual fashion and it was observed that the proximal end of the device would not fully open and disengage from the delivery catheter. The distal end of the device opened in the typical fashion. The delivery catheter was then pulled back in an attempt to remove it when we realized the catheter was caught on the partially-deployed stent-graft. When we pulled back the catheter, it caused the stent to infold on itself. Further attempts at catheter removal were attempted only to find that the catheter could only be partially advanced or withdrawn, it could not be removed. It was hung up on the proximal and distal 'olives.' These are the attachment sites on the catheter where the device is retained. All attempts at removal were unsuccessful and the patient began to deteriorate. The decision was then made to convert to open aortic repair. This operation was carried out and the deployed stent-grafts were explanted. The partially deployed stent-graft had to removed by cutting away the delivery catheter. We found that the delivery catheter was actually punctured through the proximal portion of the stent-graft device. This clearly explained why we were unable to separate the delivery catheter from the stent-graft.